Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
Fluctuating map the customer reported the mean airway pressure (map) is drifting. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the driver would stop. The fsr replaced the driver power module and performed calibrations. The fsr ran the performance check and the unit is operating to manufacturer's specifications.